Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited noise that was over-sensed by the device and led to pacing inhibition. Programming changes were made. The physician decided to cap and replace the right ventricular lead during generator change procedure. The right ventricular lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.